Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that there was a line in the middle of the screen on the patient's blood glucose monitor. The patient stated that the line makes misinterpretation of the values displayed possible. The patient had continued using the device with the display broken for about a week. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation

Manufacturer narrative:
Location of the vertical line on the display does distort the decimal point and digits during the simulation test, therefore misinterpretation is possible.